Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction was cleared and insulin was successfully resumed. In addition, it was reported that the customer experienced a blood glucose (bg) of 44 mg/dl. Reportedly, the customer alleged that the pump over delivered insulin, but was unsure of the cause for low bg levels. Customer addressed low bg levels with juice.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 44 mg/dl was observed via continuous glucose monitor (cgm) data. Multiple cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1s (cgm low alert) were annunciated the morning of (B)(4) 2018. Cartridge change sequence was completed on the morning of (B)(4) 2018. There were no erratic basal rate adjustments. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.